Event description:
According to the facility on (B)(6) 2025, the device/heater was set on "non-invasive mode" and a "small leak" was noted "due to the heater wire possibly causing the circuit to melt".

Manufacturer narrative:
According to the facility on (B)(6) 2025, the device/heater was set on "non-invasive mode" and a "small leak" was noted "due to the heater wire possibly causing the circuit to melt". Per the facility the device was replaced and there was no report of injury or medical intervention that was required related to the reported incident. The device is not available to be returned for evaluation. No additional information was provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.